Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction resulted from the remote manager being misaligned, which made it difficult to close. A field service engineer adjusted the alignment of the remote manager to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system experienced repeated failures with the fridge lock not locking or connecting to the base. The malfunction occurred when a user tried to dispense medication to the patient, resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.